Event description:
It was reported that the investigation was discontinued on 2014-(B)(6). The reason for the discontinuation of the investigation was inadequate effect. Additional information reported the device was off but the device had not been extracted yet. The symptom was not improved and effects of the treatment were insufficient.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 3387-40, serial# unknown, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type: lead. Product ID: 3708695, serial# unknown, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type: extension. Product ID: 3708660, serial# unknown, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type: extension. (B)(4).